Event description:
It was reported that a pt undergoing a caesarean operation, of one hour duration, sustained a first degree burn on the underside of the right thigh under the ground pad. It was not noticed until later in the day in the pt's room. The reddened area was the size and shape of the pad.